Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. One day after the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with injection of reflin (1gm/day) and injection of tobramycin (40mg/day). At the time of the report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.